Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, successfully preventing recurrence of the malfunction code, allowing the customer to continue using the pump.